Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. It was noted that the header was intentionally broken by the physician during the explant procedure. The device was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. X-ray examination confirmed that all the device feed-thru wires are broken. Evidence indicates that the loose header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust.